Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #1 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard composix kugel hernia patch (device #2) and the bard ventrio patch (device #3). The patient's attorney did not make any allegations regarding the ventrio st nor the phasix st mesh. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010, (B)(6) 2013, (B)(6) 2016 and (B)(6) 2017: patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #1), composix kugel hernia patch (device #2), ventrio patch (device #3), ventrio st (device #4), and a phasix st mesh (device #5). As reported, the attorney alleges a general claim with regards to the bard flat mesh, composix kugel hernia patch, and ventrio patch "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010, (B)(6) 2013, (B)(6) 2016 and (B)(6) 2017: patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #1), composix kugel hernia patch (device #2), ventrio patch (device #3), ventrio st(device #4), and a phasix st mesh(device #5). As reported, the attorney alleges a general claim with regards to the bard flat mesh, composix kugel hernia patch, and ventrio patch "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of composix kugel mesh (device #1). Per operative notes, ¿there were multiple defects. All the defects were combined into one defect and a composix kugel mesh (device #1) was sewn in place with sutures.¿ (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia and bilateral inguinal hernias thereby underwent open repair with the implant of bard flat mesh (right - device #2 & left ¿ device #3) for bilateral inguinal hernias, ventrio mesh (device #4) for recurrent ventral hernia and explant of composix kugel mesh (device #1). Per operative notes, ¿the direct inguinal hernia was identified in the right groin and a bard flat mesh (right- device #2) was sewn in place with sutures. Then, direct hernia identified in the left inguinal region was repaired using bard flat mesh (left ¿ device #3) and sutured. The previous mesh (device #1) was encountered, where the mesh had torn from the fascia. The old mesh was removed and replaced with a ventrio mesh (device #4) and sewn in place with sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia in the upper abdomen thereby underwent open repair with the implant of ventrio st mesh (device #5) and explant of ventrio mesh (device #4). Per operative notes, ¿the previous mesh (device #4) was removed and a ventrio st mesh (device #5) was sewn in place with sutured.¿ (B)(6) 2017 - patient was diagnosed with adhesions, recurrent incisional hernia thereby underwent open repair with the implant of phasix st mesh (device #6) and explant of ventrio st mesh (device #5). Per operative notes, ¿the old mesh (device #4) was encountered and was dissected. The sutures were then cut and removed, the mesh was dissected free from underlying adhesions completely. There was a hole in the peritoneum close to the rib cage. A phasix st mesh (device #6) was placed into the space and sutured.¿ attorney alleges that the patient had adhesions, pain and hernia recurrence. It is also alleged that the prior mesh had tom from the abdominal wall in two areas, unincorporated mesh and mesh removal.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #1 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the bard flat mesh implanted to treat the patient's inguinal hernia. Review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents bard flat mesh (device #2). Additional supplemental emdr's were submitted to represent mesh ¿ composix kugel (device #1), ventrio mesh (device #4) and an additional emdr was submitted to represent ventrio st (device #5). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.